Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode overfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Additionally, the photos do show overfill however it could not be recreated with retention samples. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the tubes overfilled. Patient had to be redrawn. There were 15 occurrences. This occurred on 15 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: 15 edta 2ml tubes were overfilled using closed evacuated collection system; tubes were rejected and patient was asked for repeat extraction.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the tubes overfilled. Patient had to be redrawn. There were 15 occurrences. This occurred on 15 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: 15 edta 2ml tubes were overfilled using closed evacuated collection system; tubes were rejected and patient was asked for repeat extraction.